Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the inserter broke off in the cup. The surgeon was able to complete the procedure with a new continuum inserter and cup without issue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the returned product identified wear and tear from previous uses. Nicks, gouges, and scratches are noted to the handle body and strike plate. The threaded tip is confirmed to be fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.